Event description:
This case was cross reference with case ID: (B)(4)(cluster) this unsolicited case from united states was received on 08-dec-2017 and 11-dec-2017 (both information processed together with clock start dated of 08-dec- 2017) from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency patient knee was infected; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6)-2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and expiration date: not reported; lot number: 7rsl021) for right knee arthritis. On an unknown date in 2017, unknown latency after receiving synvisc one injection, patient called back that afternoon stating that she was in a lot of pain. Patient said that she had not experienced pain like this before. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. Patient called back on (B)(6)-2017 to tell us that she went to urgent care and was told that her knee was infected. Patient was given an antibiotic shot and pain meds. Patient was brought her into office next day on (B)(6)-2017 and her knee was aspirated. The fluid was sent for culture. No cultures were grown but the patient did have an increase in white blood cells and her fluid differential/ polycytes were elevated. It was reported that final on the culture from the aspiration was received. The culture media was negative, but the culture broth showed positive for streptococcus viridans. This was gram positive and the recall stated gram negative. Corrective treatment: antibiotic shot and pain medications for knee was infected outcome: not recovered for both a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for knee was infected and device malfunction additional information was received on 08-dec-2017 and 08-jan-2018 (processed together with clock start date 08-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofui company comment dated 8-dec-2017: this case concerns a patient who received treatment with synvisc one from the recalled lot and later experienced joint infection. On the basis of temporal relationship and clinical course causal role of suspect product cannot be denied in occurrence of the event. Furthermore, the concerned lot number has been identified to have malfunction by the company.therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on (B)(4) 2017 and 11-dec-2017 (both information processed together with clock start dated of (B)(6) 2017) from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency patient knee was infected. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and expiration date: not reported; lot number: 7rsl021) for right knee arthritis. On an unknown date in 2017, unknown latency after receiving synvisc one injection, patient called back that afternoon stating that she was in a lot of pain. Patient said that she had not experienced pain like this before. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. Patient called back on (B)(6) 2017 to tell us that she went to urgent care and was told that her knee was infected. Patient was given an antibiotic shot and pain meds. Patient was brought her into office next day on (B)(6) 2017 and her knee was aspirated. The fluid was sent for culture. No cultures were grown but the patient did have an increase in white blood cells and her fluid differential/ polycytes were elevated. It was reported that final on the culture from the aspiration was received. The culture media was negative, but the culture broth showed positive for streptococcus viridans. This was gram positive and the recall stated gram negative. Corrective treatment: antibiotic shot and pain medications outcome: not recovered a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for knee was infected pharmacovigilance comment: sanofi company comment dated 15-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint infection. On the basis of temporal relationship and clinical course causal role of suspect product cannot be denied in occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.